Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that all the keypad buttons on a device were unresponsive. This complaint is being reported because it was not resolved at the time of contact. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad rubber was undamaged and all of the keypad buttons responded properly. When the keypad was removed, no contamination or damage was found to the key¿s contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.